Event description:
It was reported that during a surgical procedure, the rover power cord was heating up. Backup equipment was used to successfully complete the procedure. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
A field service technician was sent to the user facility to evaluate the device. The reported issue could not be replicated and no other associated problems were found. The rover was functionally tested and returned to use. A member of the user facility's bio-med department reported to the field service technician that the room where the rover was in use was experiencing electrical issues.